Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-8216-70, serial#:(B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient will undergo an scs revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient wanted to upgrade the system due to charging issue. The patient underwent a revision procedure wherein the ipg was replaced per physicians preference. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient will undergo an scs revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for scs revision was to upgrade the ipg and to accommodate potential addition of leads to cover new pain area.

Event description:
A report was received that the patient will undergo an scs revision procedure for an unknown reason.